Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported observations.

Event description:
Boston scientific received information that there were increased threshold measurements on this right atrial (ra) lead. Attempts to position the ra lead were unsuccessful as the helix would not extend. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.